Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high pace impedance >2000 ohms when programmed 'tip to ring'. The lead was tested in other configurations and impedance was within range when programmed 'tip to coil' so the configuration was changed to this setting. It was later reported that the lead was explanted due to loss of capture at maximum outputs and impedance >2000 ohms. The lead was replaced with a competitor product. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific, crm¿s post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned. Dried blood/body fluid was noted in the entire lead lumen. Visual inspection confirmed a fracture of the conductor coils at 534 mm from the terminal pin. Additional damage was noted at this same location, including both inner and outer insulation damage, electrocautery damage as well as deformation of the outer insulation. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. Analysis was unable to confirm the reported loss of capture. Analysis was able to confirm the reported impedance issue through visual inspection as the conductor coil is fractured.

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
The lead will be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--